Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the buttons were intermittently working. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 631 mg/dl at the time of hospitalization. The customer's blood glucose was 143 mg/dl at the time of call. The customer stated that they were given bags of IV fluids during the hospitalization. The customer stated that they were wearing the insulin pump at the time of hospitalization. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump was monitored for several days and no unexpected pump suspending anomaly was noted. The pump was programmed with a test minilink and the glucose sensor simulator. The pump communicated properly with the glucose sensor simulator and displayed the 100 value properly on the display graph. The threashold suspend feature worked properly. The pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: no unlocked j2 lcd keypad connector. The insulin pump passed the displacement accuracy test.